Event description:
On (B)(6) 2005, the pt was undergoing a PICC line placement, turbo flo peripherally inserted central venous catheter 5.0 f.r. (16 ga.), 60 cm (23 5/8 in.) In the radiology special procedure room. When the physician pulled back on the catheter line, the guidewire sheared off. About 1-1/2 inches of the guidewire remained in the vein of the pt's right upper arm area. The physician immediately attempted retrieval but was unsuccessful. Pt was taken to the operating room where guidewire was successfully removed.